Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an ultraflex tracheobronchial uncovered distal release stent was implanted to treat a malignant stricture in the trachea during bronchoscopy with stent placement procedure performed on an unknown date. Reportedly, the stent was implanted in mid (B)(6) 2017 and the patient underwent a chemotherapy. According to the complainant, on (B)(6) 2017, the patient was scheduled for stent removal since the patient was determined to be cancer-free. During the stent removal procedure, the retention suture broke. The stent was successfully removed using grasping forceps and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.